Event description:
This patient was hospitalized for increased pain and swelling at the implant site. A hematoma was identified and an evacuation of the device pocket performed. All records indicate that this device remains actively implanted. Should additional information become available, this event will be updated.